Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the lifevest. The patient's nurse reported that the patient had an allergic reaction to the nickel in the device. The nusre was applying a cream to the irritation and adjusted the patient's garment so that the device was not touching the irritation. The irritation was improving.